Manufacturer narrative:
As reported in a research article, transient biventricular collapse after atrial septal defect closure in an adolescent: a diastolic dysfunction-driven paradox. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported heart failure could not be conclusively determined. It is possible that patient comorbidities contributed to the event, however this cannot be determined. An unexpected medical intervention (medication administered) and prolonged hospitalization was a result from case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Literature attachment: transient biventricular collapse after atrial septal defect closure in an adolescent: a diastolic dysfunction-driven paradox b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "transient biventricular collapse after atrial septal defect closure in an adolescent: a diastolic dysfunction-driven paradox" was reviewed. The article presented a case study of a 16-year-old male patient with a history of atrial septal defect, severe right ventricular dilation, and mild impairment of biventricular diastolic function. A 24mm amplatzer septal occluder was selected for implant on an unknown date to treat an atrial septal defect (asd). Balloon sizing was performed with a 34mm amplatzer sizing balloon. Upon full release of the occluder, follow-up transthoracic echocardiogram (tte) revealed severe biventricular systolic dysfunction. Dopamine infusion was immediately administered. Serial echocardiograms demonstrated gradual improvement in ventricular function. The patient was transferred to the intensive care unit (ICU) under inotropic support. Two hours post-procedure, biventricular function returned to baseline. Three days later the patient was discharged. [The primary and corresponding author was utku pamuk, 1department of pediatric cardiology, ankara bilkent city hospital, çankaya, ankara, turkey, with corresponding e-mail: utkupamuk@yahoo.com.]